Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were conducted. The reported issue was unable to be duplicated. The device did not lose any programming during power up. The device was able to perform loading and fill tubing tests without going through the time and date setting. It also, ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it was recommend that the software be installed as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information: h6 ( patient code).